Event description:
The spike on the t-u-r-set broke into four pieces. Both tips were reported as intact before spiking the bag.

Event description:
The spike on the t-u-r-set broke into four pieces. Both tips were reported as intact before spiking the bag.